Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returned for evaluation.

Event description:
It was reported that an unknown cover screw fractured when uncovering the implant. The implant is integrated and the fractured piece was removed from the implant.